Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chol. Incident description: on (B)(6), a lap chol was performed by surgeon. This has been reported to me today. There is no sample, they are going to look if it is still somewhere. The clips that came out of the clip applier were scissored. The clip applier has not been tried in advance. The doctor uses the 5mm trocars kii adv. The clips were not left in the abdomen. No patient injury. Video images are probably available. The clips were removed (scissored ones) and a new clip applier was used to finish the procedure and it worked well. Additional information received from tm 15jun2018 : I have found the sample from (B)(4). Please take this sample as well. The lot number : 1323141 it is the ca500. On 21jun2018 the sales representative confirmed by email that no video is available for the incident. Type of intervention: scissored clips were removed from the abdomen and another new clip applier has been used which worked fine. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event. Visual component inspection confirmed that the channel support assembly (csa), a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa, which can potentially cause a clip to improperly load and lead to a malformed clip. It is likely that the csa was damaged by inserting the device through the trocar with the csa present in jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.